Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly alarm. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found cassette not attached alarms. Visual/functional testing was performed. Found fluid ingression on downstream occlusion (dso) sensor assembly. Reported issue was verified. The cause is the fluid ingression on dso sensor assembly. The device passed all functional tests upon repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly" alarm. There was unknown patient involvement and unknown signs or symptoms experienced.